Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction adn urge incontinence. It was reported that they cannot get the handset to work. Patient stated they called in a couple weeks ago, changed the settings, and told them to give it about a week, but they just "went right through and peed my jeans today." Agent asked when the symptoms started to come back and patient said that their symptoms management has "never been satisfactory." Agent attempted to walk patient through connecting to ins, but handset died in the process of connecting. Patient said they just charged their handset and that they kept it charging 24/7. Agent reviewed pertinent information for charging handset. Patient will call patient services (ps) back for further assistance after charging the handset. Patient called back and said the ins is malfunctioning. It is not working right. Agent asked what she means by that and she said it is not working, she is flowing right through her underwear. Patient had called and got help adjusting stimulation prior and it didn't help. On the call the patient said she plugged her handset in last night and it said 7% and she left it plugged in overnight. Currently the handset is showing dead. Had patient wait and the handset wasn't taking a charge. Conference on health care it and the handset started to take a charge. Patient was able to power on handset. Agent walked caller through connecting to stimulator. Patient was not able to increase stimulation comfortably so she changed to a different program. Patient will monitor her symptoms.